Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. The customer troubleshot with technical support. The customer was sent a touchscreen and a bezel end cap to address the issue.

Event description:
It was reported that the ventilator had crack on the touchscreen. Although requested, it is unknown if the patient was connected to the ventilator at the time of the event. Event date not specified; estimate used.